Manufacturer narrative:
Initial reporter phone: (B)(6). The bwi product analysis lab received the device for evaluation on 3/22/2021. The device evaluation was completed on 4/15/2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the pebax was damaged. No more testing was required. The damage observed on pebax could be related to a contraindication stated in the instructions for use (IFU). A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure is multifactorial. Based on the information currently available it is known that the failure is related to a contraindication of the IFU, which states the following: do not use this product if the patient have a mechanical valve. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole in the pebax. Initially it was reported after 2 hours since the catheter was used, the catheter was stuck on the mechanical valve. Pulled the catheter and safely dislodged it from the mechanical valve. The catheter was intact. After removal of the catheter, confirmed by echo, mr (-). Normal valve motion was confirmed by fluoroscopy. Blood pressure decreased, etc. Were not observed. No patient consequence reported. The medical device entrapment was assessed as not MDR reportable. The device was removed without surgical intervention, or without using a different device. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on 3/24/2021 reddish material inside the pebax. A hole in the pebax was also found. The lab finding of the hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding is 3/24/2021.

Manufacturer narrative:
Additional information was received on 4/30/2021. Surgical intervention was not required. It was confirmed by echo that the mitral valve regurgitation did not occur, and that the valve was moving normally by fluoroscopy. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).